Event description:
It was reported that the lock mechanism assembly has been damaged on the stair chair. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.